Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced angina and in-stent restenosis. The patient presented due to stable angina. The 70% stenosed and 16mm long target lesion was located in the right posterior descending artery (r-pda) with a reference vessel diameter of 2.5mm. The target lesion was treated with overlapping placement of a 2.25x12mm taxus liberte stent and a 2.25x8mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged the same day on aspirin and prasugrel. (B)(6) 2011, the patient presented due to angina. The physician observed 70% focal in-stent restenosis of the 2.25x8mm taxus liberte stent previously deployed in the r-pda. The in-stent restenosis was treated with balloon angioplasty and placement of an unknown manufacturer's stent. The event was considered resolved without residual effects and the patient was discharged the same day on aspirin and clopidogrel.

Event description:
Same case patient as MDR's # 2134265-2012-02265 and 2134265-2012-02266. It was further reported that 70% in-stent restenosis of the previously placed taxus liberte stent in the distal lad were treated with predilation and placement of a 2.5x23mm stent. Post dilation was performed. Residual stenosis was 0%. The 70% proximal stenosed denovo lesion was treated with placement of a 2.75x15mm non-bsc drug eluting stent. Post dilation was performed. Residual stenosis was 0%.

Event description:
It was further reported that the medical reviewer has downgraded the company device causality to the taxus liberte study stents to be not related. The study stents were patent and no target vessel revascularization was performed. Per the angiography results dated (B)(6) 2011, "patent stents in the posterior descending artery with no in-stent restenosis".

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Corrected - the study stents located in the right posterior descending artery (r-pda) were patent and no target vessel revascularization was performed which is a correction to the previous information provided indicating that a target vessel revascularization was performed in the r-pda. (B)(4).